Event description:
It was reported during a bowel resection a tlc55 was fired across a small bowel and midway through the firing cycle it stopped. A reload was tried and it worked. The next firing was with a new tlc55 and it locked out. The case was completed using a third instrument. The staff washed the instruments so there are no staples in the cartridge. There was no consequence to the patient.

Manufacturer narrative:
Device a. D6: device returned with no lot identification. Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. There were two instruments returned. Instrument a was returned with all the drivers in the up position and empty of staples, indicating that the instrument had been fired through a full firing stroke. The instrument was fired with a reload cartridge and it fired and formed all the staples as designed. Instrument b was returned half way through the firing stroke. The swing tab (lockout) was reset and the instrument was fired with the returned cartridge. It fired and formed the remaining staples as designed. It could not be determined as to why the instrument reportedly stopped through the firing cycle. The reported incident could not be recreated.